Event description:
It was reported that after inserting the introducer into the vasculature that there was an air embolism observed. The physician suspects the valve was leaking. The introducer was not used. The patient was stable following the procedure.